Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "lymphoma-alcl-suspected" (histopathological markers not provided) and "concern with the product".

Event description:
Patient reported for unknown side "a lot pain, tight and numb on the sides, knots in there - caused lymphomas, had to take a couple (lymphomas) out during revision, feel sick all the time. I am always tired and sleeping. Pulling on my skin. It's awful, are my implants recalled?" And "I have been having these problems for a year, revised two times with the same implant" against a natrelle inspira device. Events of "feel sick all the time, am always tired and sleeping." Are not device related. Histopathological markers confirming lymphoma alcl have not been received. The device remains implanted.